Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer's site to investigate the reported issue. The fse was not able to reproduce the reported issue, but did perform calibration on the universal surgical manipulator (usm) 1 and used instrument to simulate the process many times. The error did not return. After system verification the fse told staff to use equipment, and the system was working normally. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, an error 23087 occurred on universal surgical manipulator (usm) 1. The customer power cycled the system, but the issue persisted. The customer decided to disable usm 1 to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using three usms. There was no injury to the patient.